Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) levels were higher than normal all week (400s mg/dl). Customer's contact and physician both believed that bg levels were elevated because the customer is going through puberty. Customer has since taken off of the pump.